Event description:
Following an atrial fibrillation and atrial flutter procedure, the patient developed cerebral infarction which required administration of antithrombic medication. Six hours post-procedure, the patient reported blurred vision. A brain CT revealed a suspicious low-density lesion in the right occipital lobe without hemorrhage, consistent with acute cerebral infarction. Antithrombic medication was administered, and the patient has since been discharged. The cause of the thrombus remains unknown. There were no abnormalities noted during the procedure, which was performed smoothly, and the patient was safely transferred back to the ward. There were no reported performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained; therefore, the primary di number is provided (d4), but full UDI information is not available.